Manufacturer narrative:
(B)(4). Lot # was not reported. DHR cannot be reviewed. The complaint sample is not available for investigation purposes. The complaint cannot be confirmed. Root cause cannot be established. No corrective/preventative actions assigned. The complaint sample is not available for investigation purposes. The complaint cannot be confirmed. Root cause cannot be established. No further action required.

Event description:
The tip on the oncontrol needle broke off in the patient. There was no death or problem with the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The tip on the on control needle broke off in the patient. There was no death or problem with the patient.